Manufacturer narrative:
Update made to the become aware date. The "date received by manufacturer" on MFR. Report number 3030677-2024-03001 should be 15-aug-2024.

Event description:
Problem identified during non-clinical procedure.